Event description:
It was reported by a customer in korea that during prior to use ballooning test of the endobronchial tube cuff, it was observed that it was unable to deflate. There is no pt involvement. Although requested, no additional info is available.

Manufacturer narrative:
(B)(4).